Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a "no battery" error. No patient involvement was reported.

Manufacturer narrative:
The manufacturer's field service engineer confirmed the reported problem. The customer ordered the battery for replacement.

Manufacturer narrative:
Updated.